Event description:
A home pt reported a leak in the drain bag of their ultra set. The home pt noted the leak in the center of the bag. Per the home pt, no pt injury or medical intervention was associated with this incident.